Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10829. The device was not returned to edwards lifesciences for evaluation, as the device remains implanted. Therefore, no visual inspection, functional testing or dimensional testing could be performed. No imagery was provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history review and lot history review are not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 IFU and procedural training manual were reviewed. Loss of pacing capture can occur during rapid pacing. No IFU/training deficiencies were identified. The malposition and perivalvular leak were unable to be confirmed as no imagery/medical record were provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, ''pvl was noted so a second valve of same size was implanted to capture the first valve, but this was implanted in an unsatisfying low level almost at the same depth as the first valve (the calcified and small/narrow stj pushed the balloon and valve in an unexpectedly low position) and there was still pvl''. The presence of calcified stj can have an impact on the thv deployment characteristics (e.g. Anatomical constrains can lead to poor coaxial alignment of ds/thv, which can in turn cause the valve to shift downward during balloon inflation). It is possible that the calcified stj caused the thv to land too ventricular upon deployment. As such, available information suggests that patient factors (calcified stj) may have contributed to the complaint event. Due to the thv malposition, wherein the valve was deployed too low, the pvl skirt was most likely unable to properly seal against target site, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, a second 23mm sapien 3 valve was implanted in aortic position by transfemoral approach to capture the first valve due to paravalvular leak (pvl). The second valve landed in an unsatisfying low level almost at the same depth as the first valve and there was still paravalvular leak. Due to risk of migration, a third valve was implanted higher to anchor the two valves in a stable position. This succeeded with good result and no pvl. No injury/symptoms occurred, and patient was fine post procedure.